Manufacturer narrative:
D9. Device available for evaluation: yes. D9. Date returned to mfg: 09-apr-2024. H3. & h6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. It had a stained float switch, noisy pump, cracked tank cover, rusty heater, broken front cover, and missing reflux plug. Started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. Performed functional testing. The front cover was broken, and the reservoir was leaking confirming the customer's complaint. The root cause was due to dropping the device or trying to pry the cover off. The reservoir was leaking because it had a cracked tank cover. As a result, the tank cover was replaced. After all repairs were made the device passed all functional testing. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a damaged front case and also had an issue with a leaking port. It is unknown if there was physical damage/abuse. There was no patient involvement and no harm/adverse event reported. There was no delay of therapy.

Manufacturer narrative:
H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.